Event description:
It was reported a patient underwent an anterior/posterior repair procedure on an unknown date in 2022 and topical skin adhesive was used. Post-op the patient experienced an adverse reaction to adhesive.. The patient did experience an adverse event. Physician instructed patient to rub benadryl, hydrocortisone, and lotrimin on for a week reoperation took place because surgeon thought the patient was allergic to venco powder and to reclose the incision. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: patient experienced an adverse reaction to dermabond prineo. Did the patient experience a post-op device malfunction? --> unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, additional information has been requested and received: ¿ what is the procedure date? >>uknown. ¿ what date did the reaction occur on? >> (B)(6) 2022. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. >>instructed patients to rub benadryl, hydrocortisone, and lotrimin on for a week. ¿ if medication was required, please clarify if it was prescription strength. >>unknown ¿ can you identify the lot number of the product that was used? >>uknown. ¿ what is the most current patient status? >>uknown. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? >>unknown. The surgeon instructed patients to rub benadryl, hydrocortisone, and lotrimin on for a week. Please clarify, did the event occur during one or multiple patient procedures? One patient. ¿ what is the total number of procedures? 1. ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, first event since I have started working with this surgeon. ¿ if this event occurred in multiple procedures, please provide the following information for each additional patient event: - what is the procedure name? N/a. - what is the procedure date? N/a. - what date did the reaction occur on? N/a. - what does the reaction look like and how large of an area does the reaction cover? N/a - do you have any pictures of the reaction? N/a. - other than the benadryl, hydrocortisone, and lotrimin, was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)?if so, please specify. Reoperation took place because surgeon thought the patient was allergic to venco powder and to reclose the incision. - was the benadryl, hydrocortisone, and lotrimin ointments prescribed or purchased over the counter? Unknown. - if other medication was required, please clarify if it was prescription strength. Unknown. - what is the most current patient status? Patient is recovering well. - can you identify the lot number of the product that was used? Unknown. - was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.